Event description:
A ventilator was returned to a third party service center for evaluation with an allegation the device . The device was not in patient use. During the evaluation of the device at a third party service center, a "ventilator inoperative" and "service required" code was found in the ventilator's downloaded error log. The device's power management board and system board were replaced to address the issues.